Event description:
Device 1 of 2 : reference MFR. Report# 30067058152018-02137. Follow-up information revealed the patient had also lost stimulation coverage. X-rays revealed lead migration.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 30067058152018-02137. It was reported the patient's leads had migrated. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed following the procedure.